Event description:
This is filed to report recurrent mitral regurgitation, mitral stenosis, and heart failure it was reported through a research article that a mitraclip procedure was performed and three clips were successfully implanted. However, four months later, the patient returned the hospital with mitral stenosis, recurrent mitral regurgitation, dyspnea, and cardiac decompensation. For treatment, mitral valve repair and mitral valve replacement procedures were performed. Details are listed in the attached article titled, "alternative minimally-invasive surgical explantation techniques for failed transcatheter mitral valve repair devices."

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the cause of the reported heart failure, recurrent mr, dyspnea, and mitral stenosis were unable to be determined. The reported patient effects of mitral regurgitation, mitral stenosis, dyspnea, and heart failure, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 and d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.